Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 does not turn on when the onetouch test strip is inserted. The complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin per the lfs meter readings. The product issue began in 2009 when she started to use the wrong test strip on the onetouch ultra2 meter. After the product issue began, she could not obtain her blood glucose reading to administer her insulin does and attempted to manage her diabetes with more food/drink. On the morning and afternoon of about 3 days later, the pt developed symptoms described as "shaky, feeling of passing out." The pt did not receive any treatment at the time of concern. During troubleshooting, the customer care advocate verified that the pt was using the onetouch select test strips (incorrect test strips) with the onetouch ultra2 meter. This complaint is being reported due to a user error involving a serious injury. The pt claimed she developed symptoms that can be associated with hypoglycemia after she was unable test her blood glucose for a few days due to using the wrong test strips. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.